Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. The following sections were corrected: h4, h6. The reported event could not be confirmed as medical records were not provided. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Procedural-related complications are influenced by the type of surgery, patients' pre-existing comorbidities, and perioperative management. Deep vein thrombosis (dvt), or a blood clot, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop. As the reported event is for a procedural-related complication, the root cause was determined to be traced to non-device related factors and the device can be excluded from the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining standard femoral component size 9 right catalog #: 42506606602, lot #: 66300565, persona porous 0 degree tibial component size f right catalog #: 42535007502, lot #: 67075857, persona posterior stabilized articular surface right size 6-9 ef catalog #: 42521400710, lot #: 66736399. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed deep vein thrombosis (dvt) accompanied by pain and swelling in the right leg approximately one (1) month following right knee arthroplasty. The patient was prescribed medication and symptoms resolved without further complication. Initial operative notes noted no intraoperative complications.